Event description:
It was reported that the device was explanted after an implant duration of approximately 49.8 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
The customer stated that the insulin pump had a blank display. The customer reported a blood glucose reading of the 147 mg/dl at the time of the call. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Event description:
Reportedly, the patient died on an unknown date due to unknown reasons. Date of death is unknown; therefore, the aware date is being used as the occurrence date. No further details were provided. No explant or autopsy was reported. The device will be not returned. Information was learned from implant patient's registry.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.